Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the administration set had resulting in the pump under delivering. They stated that when they used a new set the pump passed volumetric testing. Mmd did follow up with the initial reporter and they stated that the complaint occurred during testing and did not affect a patient. No further information was provided. [Complaint-(B)(4)].